Event description:
Info received indicates the pump delivered an extra 0.3mg of demerol to the pt. No injury or intervention.

Manufacturer narrative:
The pump failed the volumetric test for 2 out of 3 tests but was still within +/- 5% specification. The pump was due for calibration. The pump was calibrated to resolve the issue.